Event description:
Customer reported that her adc "lancing device will not fire" and therefore she was unable to obtain her blood glucose level. As a result of being unable to test the customer had a loss of consciousness and symptoms that were described as "blackouts and fainted on (the) floor". The customer reported that "her daughter gave her some chocolate" to counteract this medical event. It was further reported that the paramedics were called and transported customer to a local health care facility where she was diagnosed with hypoglycemia. During troubleshooting with customer service it was revealed the device had sustained an unspecified damage. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. (B)(4). Customer's weight is unknown. (B)(4)